Manufacturer narrative:
Additional information was added to h6, h11. Correction: a1, a2, a3a, a4-a6, b3, b5, b6, b7,d5, d10, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update the statement "this error occurred during testing in the biomed service department. There was no patient involvement" to "the issue occurred during patient infusion with magnesium sulphate (mgso4). There was no report of patient injury or medical intervention associated with this event". H11: a review of the event history log identified a 'uso sensor failure low'. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had an upstream occlusion sensor failure error in the log. This error occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. A review of the event history log revealed "upstream occlusion" messages. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.